Manufacturer narrative:
Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received discrepant results for two patients tested with coaguchek xs meter serial number (B)(4). A sample from the first patient was tested using the meter, resulting with a value of 4.8 inr. Within 7 hours, a sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. A sample from the second patient, a male, was tested using the meter, resulting with a value of 3.4 inr. Within 7 hours, a sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. The laboratory values were believed to accurate. No adverse events were alleged to have occurred with the patients. The patients did not receive treatment or a change in medication based on the meter results. Both patients are in stable condition. Both patients have therapeutic ranges of 2.5 - 3.0 inr. The first patient's testing frequency is every two weeks. The second patient's testing frequency is every four to six weeks. The reporter's product was requested for investigation and replacement product was sent to the reporter.